Event description:
This device was approaching eri indication. The physician chose to replace this device early due to "pocket migration" which caused the pt discomfort. The pocket was revised and this device was replaced.